Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 210 mg/dl. Reportedly, the customer was able to load a previously used cartridge successfully onto the pump, and resumed insulin delivery. The customer declined further follow-up from tandem technical support regarding this issue.